Event description:
The customer observed a falsely elevated ca19-9 result while using the architect i2000sr analyzer. The customer provided the following results for one patient: initial 73 u/ml, retest 4 u/ml, retest 5 u/ml. The results were not reported from the laboratory. There was no adverse impact to patient management reported. The r2 probe was changed on november 20, 2012 and it was confirmed that no additional discrepancies were noted once the probe was changed. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument service history, a search for similar complaints, and a review of labeling. Review of the instrument service history indicated the issue was addressed by replacing the r2 probe. No further issues were identified after the probe was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.